Event description:
A report was received that the patient complained that the clik anchor was eroding which was described to be too superficial to the skin and felt uncomfortable. It was also reported that there was no break in the skin. The patient underwent a procedure wherein the clik anchor was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.